Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic hemicolectomy according to the reporter: the surgeon performed a laparoscopic hemicolectomy on (B)(6) 2014 and the pt was discharged. On (B)(6) 2014, the pt was brought back to the emergency room for sepsis and fascial dehiscence. Maxon suture was used to close the fascia and it had broken where the knot was tied after the case on (B)(6) 2014. The pt was returned to the operating room for a exploratory laparotomy and was sutured. The pt expired either in pacu or ICU. The nurse manager could not locate the maxon ID or lot numbers, but the surgical technologist said they used polysorb and maxon 3-0 on the procedure, and the only the maxon broke.